Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for abnormal silica spray with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: heavy silica spray tends to occur when one of the spray nozzles becomes occluded. There is periodic in line washing of the nozzle tips so this type of defect tends to be limited to a small number of tubes.

Event description:
It was reported that bd vacutainer® brand sst ii advance tubes containing silica and gel, 3.5 ml was noticed to have additive sprayed abnormally in it. There was no injury or medical intervention reported.